Event description:
Patient reported the pump broke during infusion (B)(6) 2022, they were able to finish infusion. No missed dose or adverse reported; unknown if device available for return; unknown if md aware; unknown lot/expiration. New pump being sent to pt for next infusion on (B)(6) 2022. No further information provided. Pump used to infuse hizentra 20 % at above dose and frequency. No injury caused. Pt able to finish infusion, no back up device, but able to finish with slow manual syringe push. Reported to (B)(6) by pt/caregiver.